Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the smoke behind the system was due to an electrical short. The electrical short was caused by water coming into contact with the mating connectors between the printer power cord and electrical cord. The water source was determined to be unknown. The fse replaced the printer power cord and the system is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer observed smoke behind the immulite 2000 instrument. A printer power cord was connected to an extension cord and the mating connectors were laying on the floor. Water came in contact with the connectors and caused an electrical short and produced smoke. There was no fire and no need to evacuate the laboratory. There are no known reports of staff injury or property damage.